Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/22/2025, a competent authority reported via email that an ar-12990n knee scorpion needle was utilized alongside a reusable instrument to attach suture threads to the meniscal root. However, the tip of the scorpion needle broke while in use. The broken part of the device was not retained within the patient. The case was completed using a product from another manufacturer. This was discovered during a knee arthroscopy, tibial eminence fixation, and root repair procedure on (B)(6) 2025. The case was delayed getting the substitute instrumentation which caused additional time under anesthesia. Additional information received on 4/23/2025: the scorpion needle was used with an ar-12990 knee scorpion; however, this instrument did not suffer any damage or malfunction during use. The case was delayed fifty-four minutes. The broken fragment from the needle was successfully removed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.